Event description:
Reporter alleged the patient received the results of 466 mg/dl and 166 mg/dl back to back within 10 minutes on the inform system. Reporter stated the patient was treated based on the 166 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.